Manufacturer narrative:
(B)(4). Batch #: u95j9z. Date of event is 2021. Event day and event month were not reported. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with the shaft bent and one of the jaws broken and not returned for analysis. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found and five clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found on the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor, or moving heavy tissue with the device shaft. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clips couldn't be fired. It is unknown how procedure was completed. There was no patient consequence.